Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) early due to high programmed left ventricular (lv) outputs. The device was explanted and replaced. No patient complications have been reported as a result of this event.